Manufacturer narrative:
(B)(4). Date sent: 2/9/2024. D4: batch # 541c32. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec60a device was returned with no apparent damage and with three ecr60g reloads (b, c and e) and one ecr60w reload(d) present. The reload(b) was received partially fired 1/16, the reload(c) was received partially fired 1/4 with pan partially fired from both proximal sides and with five drivers missing, the reload(d) was received unfired with pan partially dislodged from left proximal side and sled out of position, it is possible that the reload was manipulated, and the sled was manually reassembled. The reload(e) was received partially fired 2/3 with pan partially dislodged from left proximal side. No functional test was performed to received reloads(c, d and e) due to the condition of them. The returned device and reload(b) were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. Regarding returned reload(b), it is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one piece sled forward and locking the reload. Please reference the instruction for use for more information. Regarding condition of reloads(c and e), the partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. Regarding condition of received reloads(c, d and e), it is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. Regarding condition of received reloads(c and d), it is possible that when removing the staple retainer in an upward and distal to proximal sliding manner prior to loading the reload into the device can eject the sled from the proximal end of the reload. The IFU instruct the user to leave the staple retainer in position until the reload is loaded into the device. Please reference the instruction for use for more information. As part of ethicon ¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 541c32, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during the surgery, could not fire when severing lung lobe tissue. Changed another three to use , still could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.